Event description:
Reporter used the icy hot heat therapy patch in 2007 for shoulder pain and experienced burns in treated area. Upon the removal of the patch, it tore off some skin. Reporter saw his physician on 03/09/07 who observed burns which were healing and scabbing over.